Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the patient developed a postoperative complication. The patient did not experience a surgical site infection and the surgeon does not relate the complications or event to the da vinci system or instrumentation. The procedure was completed robotically without any complications or errors. The patient was seen in clinic two weeks postoperative, labs were drawn and the patient's bilirubin levels were elevated, imaging was completed which showed fluid relating to a biloma. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) and stent placement. During the ercp the gastroenterologist perforated the duodenum, which lead to a spillage into the abdominal cavity and caused an infection. The surgeon states the bile leak was produced from the initial procedure but did not cause an infection, the surgical sites were also not infected. The patient's infection presented three weeks postoperative with positive blood cultures and was caused from the duodenum perforation. The patient intervention for the infection was minimal and is currently recovering well.